Manufacturer narrative:
The returned device was evaluated and the data downloaded from the device indicates it ran 24 first prime and 10 second prime pulses before being deactivated. The device was reset, rerun, and deployed during the priming sequence. A 5u bolus was successfully delivered. No issues noted in rerun data. The drive mechanism was inspected and no damages or defects were found. The root cause of the failure to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient's parent reported a blood glucose level of 280 mg/dl.